Manufacturer narrative:
The investigation for the reported issue has been completed. No product was returned for investigation. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella cp support that heparin was stopped due to a concern for gastrointestinal (gi) bleed. Gi consult was being placed and vascular surgery consults were made for eventual removal. The pump was removed the next day. The patient survived.